Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a 376 error code displaying on the recharger. In addition, it was indicated the patient had difficulty with finding good coupling, possibly due to the ins being placed under the breast tissue. Additional information was received: it was reported that the recharger was replaced, but the coupling issues hadn't resolved. It was stated that coupling was a known issue for the patient. When the hmo approves the new recharger they would try for better coupling with that. Additional information was received: it was reported that the coupling was a known issue for the patient because their ins laid under the breast tissue and may be a bit too dep. The doctor was aware there was an issue but the patient was high risk for a revision surgery because of past complications. Additional information was received: it was reported that the patient would sometimes get 0-2 coupling bars and sometimes 4. The issue was that it would lose contact and beeped and then needed to be repositioned. The depth of the ins was unknown. The newer recharger seemed to work better for coupling so a new one would be ordered for the patient.